Manufacturer narrative:
(B)(4). The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the jaws of the device would not open.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 09/28/2016. Date of follow-up report: 12/11/2016. One used lf1537 ligasure device was received for evaluation, and examination of the returned sample could not confirm the reported issue of difficulty opening. The device was not latched shut when received and the jaws would open normally. However, an alternative issue was identified where the device could not be latched shut. Further examination found this to be due to broken ski tabs within the handle. The investigation could not reliably determine the root cause of the broken components. The manufacturing process has also been updated since the manufacture of this lot to further mitigate the issue. Review of the device history records found no potentially contributing factors.